Event description:
The patient has a double lumen right internal jugular. He had an emesis and it went on the line. The "new" caps we have for lines have a gap where body fluid, food, etc. Can get in under the cap. Rn changed the caps and cleaned the line x 3. The caps were saved after the 3rd emesis. This also happened the day before with this patient. Rn found "matter" under the caps when they were changed. The patient was found to have a fever and is now getting a complete sepsis work up.